Event description:
Status post bilateral subglandular periareolar 170:80cc bilumens (unknown type). Had asymmetry post-op in terms of volume so the right shell was punctured to even up size. Pt reports slow decrease in size for years. No history of trauma. 2 years ago felt a lump on right but was told it was implant. Complained of some local discomfort. In addition, pt has some systemic complaints including dysesthesias, spasms, fatigue, sleep disturbance, frequent urinary tract infections, night sweats, headaches, gum pain, visual disturbance, memory problem, hair loss, cold hands, frequent sighing, choking sensation, gi/gu & menstrual disturbance, plus low back pain. Otherwise healthy.